Manufacturer narrative:
Intuitive surgical inc. (Isi) received the illuminator involved with this complaint, however, the device evaluation is still in progress and has not been completed. A follow-up MDR will be submitted once the device evaluation has been completed or if additional information is received. This complaint is being reported due a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted salpingectomy procedure, the customer heard a loud pop noise and then had a dark video. The customer attempted to power cycle the system but there was no power to the illuminator. The intuitive surgical, inc (isi) technical support engineer (tse) instructed the customer to check that the power switch on the illuminator was on. The procedure was completed using a stand alone light source. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the illuminator. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the illuminator involved with this complaint and completed investigation. Failure analysis investigation confirmed the reported failure. The part was installed into a printed circuit assembly system and there was no power.